Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed: minimally invasive spinal fusion no additional/revision surgery has been performed to explant the product. Patient condition is stable.

Manufacturer narrative:
X-ray review result: post-op x-ray for l4-5 tlif showed a detachment of one of the tulip heads from the screw. Fusion status is unknown. This appears at the superior screw. This may be caused by improper final tightening/torque/counter torque. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery due to l4-l5 lysis. Post-op, during a follow up visit the implanted screw head was found to be detached from screw tail. No patient complications were reported as a result of this event.